Event description:
Our service technician reported that he received a service call to a situation where three medical staff were performing CPR on a patient on one of our enterprise 9600 beds. The bed was in its highest position with the back rest elevated. The medical staff could not figure out how to flatten the bed or lower it. The technician pulled the bed's CPR lever, which operated correctly and lowered the backrest. He then used the bed's controls to lower the bed to an acceptable height for CPR. All controls worked correctly. The medical staff had not tried to use any of the controls. The patient was revived.

Manufacturer narrative:
Our analysis has shown that the adverse event was due to a user error. When evaluated, all functions of the bed operated in accordance with specifications. Our instructions for use clearly state the method of operating the bed, including in a CPR situation. In this reportable event the user did not even attempt to operate the controls as specified.